Event description:
The customer reported a leak of blue clenz from the lh750 instrument. The volume was reported as 2 to 3 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed fluid in the bottom of the instrument as a result of vc26 (vacuum chamber 26) not draining properly and overflowing clenz in to the instrument. The fse determined that waste pathway which drains vc26 appeared to obstructed so he replaced check valves from ff145 to ff155 (located in the waste pathway) , tubing at vc53b and flushed ff153, ff154, ff137 and ff140 to resolve the leak from vc26. Upon recur; the failure mode is likely to generate erroneous differential and retic results as a result of improper draining of the vacuum chamber 26. The manufacturer reference number for this event is (B)(4).